Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician indicated that the image was blurry when meeting cold and hot water. The cause was not established. There was no patient involvement.